Event description:
It was reported by a pt that they experienced continuing pain post a kyphoplasty procedure. The pt consulted with another neurosurgeon who "found the pt had additional compression fractures, spinal stenosis and evidence of cement in the nerve canal". No additional info was reported.

Manufacturer narrative:
Device not returned, follow up with company rep.